Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No cosmetic damage noted.

Event description:
Customer reported that he was hospitalized. Customer stated that he experienced high blood glucose all week. Blood glucose value was 390 mg/dl; treated with manual injection. Blood glucose at the time of the admission was 560 mg/dl; treated with insulin drip. Customer also reported that the buttons were not responding and the display on the insulin pump is blank. Nothing further reported.